Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the blood sampling valve and this took care of the reproducibility and erratic control issues. (B)(4).

Event description:
A customer reported the red blood cell (rbc) parameter on the controls was high and erratic. No erroneous patient results were generated in connection with this event.